Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Biomed tech found during setup for a case next day and had error message 200 ref 12. No troubleshooting or support possible. No surgery info. No patient harm. No delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate the customer's complaint of 200 ref 12 error message was found during set up. Unit was evaluated, many attempts of testing and diagnostics were made, no issues found. Two (2) missing mounting feet, six (6) cheesehead screws, three (3) m3 nylon nuts, scratched base plate, top plate and fascia were replaced. Membrane panel, fascia label and vfd were replaced along with the fascia. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the complaint device was received and evaluated at service center. Could not duplicate the customer's complaint of 200 ref 12 error message was found during set up. Unit was evaluated, many attempts of testing and diagnostics were made, no issues found. 2 missing mounting feet, 6 cheesehead screws, 3 m3 nylon nuts, scratched base plate, top plate and fascia were replaced. Membrane panel, fascia label and vfd were replaced along with the fascia. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Performed pm. We cannot determine a root cause for why the customer experienced the reported problem. Furthermore, provided serial number indicates that the device could be 20 years old, the DHR is not available for this serial number (B)(4). At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the lot number advised s/n :(B)(4) is either invalid or so old we no longer have the records. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).